Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 527 mg/dl and also customer had gone down to 100 mg/dl. Blood glucose value when admitted to hospital was around 300 mg/dl. The customer experienced symptoms such as breathing problems, large ketones and diabetic ketoacidosis. The customer was treated with manual injection and insulin pump. The customer was not wearing the insulin pump during the hospitalization and they were off the pump prior to hospitalization less than 48 hours. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.